Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2, d3, d4, g4-510k: this report is for an unknown locking screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: department of orthopaedics & traumatology. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: tong & fang (2023), rehabilitation progress following reverse total shoulder replacement and internal fixation for geriatric three and four-part proximal humerus fractures ¿ a propensity score matched comparison, bmc musculoskeletal disorders vol. 24 (no.566), pages 1-10 (hongkong). The purpose of this study is to evaluate and compare the early and mid-term rehabilitation progress in geriatric patients with 3-part and 4-part proximal humerus fractures after rtsa versus orif. Between 2015-2020, a total of 50 patients (6 male and 44 female) with a mean age of 76.1 years were included in the study. These patients were treated for proximal humerus fracture and were divided according to the treatment received; the reverse total shoulder arthroplasty (rtsa) group consisting of 25 patients (receiving delta xtend prosthesis (depuy synthes) and aequalis ii prosthesis, and the open reduction internal fixation (orif) group with 25 patients (receiving philos system (depuy synthes) locking plate. All patients were followed up to 2 years. The following complications were reported as follows: orif group (n=3) screw penetration into the shoulder (underwent removal of implants) this report is for an unknown synthes locking screws. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).